Event description:
Boston scientific received information stating: the lead was explanted due to an infection. Implant date (B)(6) 2006 explanted-(B)(6) 2011 dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).